Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the catheter was connected in 2007. The catheter fell out spontaneously. The dr did not find the cuff on the catheter. Catheter was changed.